Event description:
It was reported that the battery remaining in this device has decreased from 53% in october down to 10% approximately three months later. The device was successfully explanted. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.